Event description:
It was reported that while reaming the bone canal for a nail, the reamer head broke. The surgeon did not notice the reamer head was broken until the surgeon pulled the reamer shaft out of the humerus. After noticing the break, the surgeon removed the 2.5mm guide rod, removed the broken reamer head, and reinserted the guide rod. The surgeon then used another reamer to complete the procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and the shaft exhibited slight scratches along the shaft and the reamer had minor marks on the cutting surfaces. The weld between the flexible shaft and the reamer head broke due to an unknown cause. This complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).